Event description:
It was reported that the syringe 1ml ll w/ndl eclipse 27x1/2 rb experienced product damage/deformation, and scale marking issues. The following information was provided by the initial reporter: distorted barrel.

Manufacturer narrative:
Investigation summary: photo evaluation: 2 photos were received for investigation. Unable to observe any damage/distorted barrel from the photo but observed ink smear on the syringe barrel. Sample evaluation: 1 unused actual sample in open packaged was received for investigation. The sample was not decontaminated. The 1 actual sample was subjected to visual inspection for damage syringe. Observed the following from the sample. Missing scale marking and ink smear on the syringe barrel. Damage on syringe barrel and syringe tip. A device history record review showed no non-conformances associated with this issue during the production of this batch. Conclusion: machine logs indicate adjustments were made to the marking assembly during the manufacture of this batch. Potential root cause for the damaged flange and foreign matter defects are associated with the marking process.

Manufacturer narrative:
Medical device type: fmi, fmf. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ll w/ndl eclipse 27x1/2 rb experienced product damage/deformation, and scale marking issues. The following information was provided by the initial reporter: distorted barrel.